Event description:
(B)(4). The pacemaker was implanted on (B)(6) 2022. On (B)(6) 2023, the battery impedance was 530ohms. Physician decided to perform a 6 month follow up even by precising we recommend 2-3month follow up.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.